Manufacturer narrative:
External insulation abrasion was found at 36.0-37.8cm and 39.2-39.7cm from the tip electrode, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was found at 14.5-15.7cm from the tip electrode. The etfe coating was intact at these locations. External insulation abrasion was found at 5.2-5.3cm from the connector pin and 51.4-51.7cm from the tip electrode, consistent with lead friction to the ICD can. The coil was visible. Thi s is consistent with the observation from the field of noise.

Event description:
It was reported that the lead was explanted due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.